Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of evaluation, it was found that the tissue pad of the subject device was worn and partially separated. There was no damage on the probe. There was no damage on the grasping section. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator¿s technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a procedure of lower digestive tract, three devices were used. The probe damage error occurred while the first device was using. The user exchanged it for the 2nd device and continued the procedure. However, the probe damage error occurred while the 2nd device was using. The procedure was completed with a different device. There was no patient injury reported. When a sales representative checked the two devices, the tissue pad of the first one was lifting and the tissue pad of the 2nd one was worn. This report is regarding the lifting pad of the first device.